Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary- (B)(4): analysis confirmed the customer comment that the "save to disk" does not work. Analysis also found that the stylus was broken.

Event description:
It was reported the floppy disk drive, "save to disk," does not work on the programmer and it was returned for repair. It subsequently tested out of specification during the manufacturer's analysis.